Manufacturer narrative:
Medtronic received the following information from the journal article entitled: left ventricular remodeling in patients with acute type b aortic dissection after thoracic endovascular aortic repair: short- and mi d-term outcomes. Yukui du, maimaitiaili aizezi,hao lin, xiaobing xie, jinxia he, baowen qi,weimin zhang, ayibieke naibi b , sheng guo b , yongzhong guo b , jun liu b , zonggang zhang b , henian tang b and xiubin yang. International journal of cardiology 274 (2019) 283¿289. Https://doi.org/10.1016/j.ijcard.2018.09.008 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Talent stent grafts were implanted into patients for thoracic endovascular aortic repair of acute type b aortic dissection. The following events were reported: serious injury: occlusion acute ischemia stroke hypoxic/ischemic encephalopathy spinal cord ischemia lower-extremity ischemia acute renal failure obstructive jaundice paraplegia secondary intervention stent graft induced new entry rupture